Manufacturer narrative:
One used (B)(4) bag spike adapter w/ spiros was returned and visually inspected. As received the female luer of the spinning spiros was disconnected from the male luer. Both luers were observed to have little to no solvent present. The reported complaint can be confirmed. The probable cause is due to an error during the manual assembly process in (B)(6). A device history review for lot# 4090392 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap that the tube connection broke and an unspecified chemo drug leaked during infusion. There was no bleed back noted. There was patient involvement, no adverse event/patient harm, and no delay in critical therapy.